Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges while performing ablation in the lspv and lipv. When the ablation catheter was in the basket shape within the rspv, it was impossible to manipulate the ablation catheters shape. After removing the ablation catheter from the patient otw, we realized that the internal shaft if the iq wire had detached within the ablation catheter. The procedure was completed using another wire.